Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 130 units of insulin. Prior to contacting tandem technical support, the customer changed the cartridge and supplies on the pump. The customer received an accurate fill estimate after successfully loading a new cartridge. Additionally, the customer reported that when attempting to change the cartridge, the pump returned back to the fill tubing step. The customer was unable to verify if the load screen instructs had been incorrectly followed. The customer was able to successfully complete the load process. The customer's blood glucose (bg) level was 499 mg/dl. The customer confirmed manual injection would be administered to address bg level. Although requested by tandem technical support, the customer declined to perform troubleshooting.